Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and that minimum fill notifications occurred after the user filled the cartridge with 140 units of insulin. A replacement pump was sent to resolve the issues. Customer¿s blood glucose level was 120 - 160 mg/dl.